Event description:
It was reported that the system 9600 initializes and displays the error message "bad iris pot". It was further reported that the c-arm's locking mechanisms were allowing unintended movement. There was no adverse patient involvement reported. There was no patient information reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. The iris potentiometer was replaced and the collimator calibrated. The locking mechanism was replaced, cleaned and verified operational. The system was tested and found to be working as intended and placed back into service.